Event description:
It was reported by service report that the stretcher is drifting at the head end. Customer could not determine if there was patient involvement or if there were adverse consequences to report.